Manufacturer narrative:
The issue is approximately 60 days old: nothing is being returned, device discarded, and no lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot address why the surgeon chose to go from arthroscopic to open for remedy. We cannot tell anything from this; we cannot discern the root or underlying cause for the reported event. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that the patient was undergoing an arthroscopic shoulder repair with the use of a healix br for fixation. The most proximal thread of the anchor broke off during insertion. At this point, for whatever reason, the surgeon resorted to an open procedure; removed the br anchor and used a fastin-rc to fixate and repair. The repair was concluded successfully without further issue or harm to the patient. The surgeon is familiar with healix br and has been using them successfully for approximately 3 years. Complaint device discarded at user facility.